Event description:
The customer reports that the product does not open wide enough. This reported defect was discovered upon inspection and was not used on a pt.

Manufacturer narrative:
The device sample was requested for eval, but was not returned at the time of this report. The results of the investigation are not available at the time of this report.